Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or installing the implant too deep. Additionally, per (B)(4) (us), si-bone surgical technique manual (c-arm and o-arm), the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2020 where two implants were installed on each side. The patient later complained of right side radicular pain. The surgeon determined that the right side cranial positioned implant was impinging on the neuroforamen causing radicular pain. In (B)(6) 2021, the surgeon performed a revision where he removed the right side cranial positioned implant using chisels. The explant void was not filled with bone graft or new hardware. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.